Event description:
Per the clinic, the patient was explanted due to an injury during a revision surgery. The patient was explanted 2009 and the patient was reimplanted with a new device during the same surgery. More information on the revision surgery has been requested but was not available at the time this report was filed november 12, 2009.